Event description:
It was reported that the patient was scheduled for a magnetic resonance imaging on (B)(6) 2013 to check for multiple sclerosis. It was also reported that the patient ¿fell the other night.¿ the pump had ¿dislodged and moved up to her lateral abdomen.¿ the reporter stated that the patient was ¿out of her mind.¿ it was noted that the patient had been using hydromorphone in the past. The drug currently in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).